Event description:
It was reported that the patient underwent a cervical corpectomy at c3-7. It was reported that on films the following day, it was noticed that the plate appeared to be broken. The patient reported back sometime post-op with difficulty swallowing. Approximately 7 weeks post-op, the patient underwent revision surgery to have the plate removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
The product was returned for evaluation. Macroscopic inspection confirms plate disassembly at ratchet spring interface; the ratchet spring is missing and is not available for analysis. Multiple witness marks on anterior face of implants noted, consistent with implant/explantation. Optical inspection of both ratchet spring retention pockets reveal witness marks of ratchet spring on outside edge of pocket, suggesting the escape point of the ratchet springs. Examination of ratchet spring catch features identifies witness marks at the "fully open" position catch feature, consistent with tensile overload. Dimensional inspection confirms relevant pocket ratchet spring pocket dimensions are within print specification. Comparison of returned sample witness marks to (B)(4) tensile force test sample suggests tensile overload as the mechanism of failure. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.